Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) does not have power and that the main printed circuit board (pcb) was corroded. It was noted that the device was full of contamination in the following components: main pcb, upper and lower case halves, keypad, encoder assembly, all four control knobs, main seal, tube, both tube sleeves, liquid crystal display (lcd), display frame, all four display grommets, all four display frame screws, all four encoder nuts, one case screw and all six pcb screws. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) does not have power. The epg was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the epg tested out of specification during manufacturer's analysis.